Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/16/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: upon visual inspection of the one picture received to ethicon inc. It was observed a broken needle at the tip product code sxpp1a406. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested and the following was obtained: could you please confirm if the patient suffer from any consequence due to the issue (breakage needle)? According to feedback, the cause of needle broke would relate to the doctor held the needle tip with the needle holder during the operation. Afterwards, the patient was thoroughly examined and no broken needle was found in his body. Therefore, it can be confirmed that it is not a product quality issue, but an improper handling leading to needle breakage. The broken needle was discarded by hospital operating room. Is there any photo available for visual analysis? Yes. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name: (B)(4), active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 2360 g/m.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2021 and barbed suture was used. During the procedure, the needle was found to be broken. Another like device was used to complete the surgery. There were no patient consequences reported. Additional information was requested.